Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. As per the information collected, the wi-fi indicator on the footswitch led was blinking in red and battery was fully charged, which indicates that there was an error in the wireless connection. The philips field service engineer (rse) inspected the system remotely and confirmed the reported issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch was not functioning. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.